Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, which was feared that the plug had entered the vessel, the device was withdrawn and the manual compression was used. There was no reported patient injury. During postoperative carotid angiographic occlusion using a 5f occluder, the occluder was introduced normally, the non-cordis vascular sheath was withdrawn, the overall withdrawal was saw a decrease in blood flow at the blood return port, and the slow withdrawal again. The device will be returned for evaluation.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, which was feared that the plug had entered the vessel, the device was withdrawn and the manual compression was used. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the 5f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The device was not attempted to be deployed outside of the patient's body. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic carotid angiographic occlusion procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, which was feared that the plug had entered the vessel, the device was withdrawn and the manual compression was used. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the 5f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The device was not attempted to be deployed outside of the patient's body. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic carotid angiographic occlusion procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device was returned for investigation. Upon visual inspection, the deployment lever was found not depressed, and the guard was locked. The plug was in its manufacturing position, and the indicator wire was observed in the deployed state. A non-cordis catheter sheath introducer (csi) was returned, found inserted onto the unit. The indicator window was in the black/white position. No additional anomalies were noted during this visual examination. A deployment simulation test was successfully carried out. During the procedure, the indicator wire was manually pulled to reach the black/black window position. The deployment lever was then fully depressed, resulting in proper indicator wire retraction and expected plug deployment. The indicator window subsequently displayed the black/white/red position, confirming full progression through the deployment sequence. A high-magnification inspection was conducted on the unit¿s internal mechanism. No abnormal conditions were identified during this evaluation. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. A functional analysis was performed and the window achieved the required color changes, along with successful plug deployment. The internal mechanism showed no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.